Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: patient weight is unknown. B3- date of event is estimated.

Event description:
It was reported following an unrelated procedure, where the ipg was not placed in surgery mode, ipg was unable to communicate with any external devices. Company manufacturer met with patient and was unable to be connected after attempts of troubleshooting. Patient has existing health conditions, and no further intervention planned at this time.

Manufacturer narrative:
The fsca number is included in this report. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.